Manufacturer narrative:
Resistance was noted while advancing the device to the lesion and excessive force was not used. The patient was reported to be alive with no injury. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the stent was positioned on the balloon between the marker bands but not meeting specifications due to deformation of the distal stent wraps. Deformation was evident to a distal stent wrap with struts raised. A protective sheath of similar dimensions to that used during the manufacturing of this batch, could be placed over the stent. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure it was intended to use a resolute onyx rx coronary drug eluting stent. There was no damage noted to the packaging and no issues noted when removing the device from the hoop. The protective sheath on the stent, when the device was removed from hoop. No resistance was encountered when removing the sheath. The sheath was gripped on the most distal end of the sheath during removal from over the stent/balloon. The stent was inspected post sheath removal with no abnormalities noted. The stent was not handled directly post removal of the sheath. It was reported that the stent was noticed to have issues after it was attempted to be delivered to the lesion and was pulled out of the body. It was reported that the stent had damage on its end, the end of the stent was noted to have burrs.